Manufacturer narrative:
Device was discarded and not returned.

Event description:
An ocelot catheter was used to remove an occlusion in the proximal common iliac artery. During the procedure, the vessel wall was perforated and bleeding was sufficient to began filling the abdominal cavity. The surgeon first administered 8 units of blood from the hospital's blood supply, and the perforation required surgery to stop the bleeding. The patient was held overnight and released the following day. The ocelot catheter is not cleared for use in the iliac vessel.